Event description:
The technician alleged that the pt position module alarm is very faint and cannot be heard unless you are standing next to the bed. No injury reported.

Manufacturer narrative:
The technician adjusted the volume to the highest setting but the problem remains. No further information is available on the repair of the bed at this time.